Event description:
It was reported that during a lap cholecystectomy procedure, the clips were malforming. The site opened a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/10/2007.